Manufacturer narrative:
(B)(4). Title: short and long term clinical and patient reported outcomes following laparoscopic ventral mesh rectopexy using biological mesh for pelvic organ prolapse: a prospective cohort study of 224 consecutive patients: source: r. Mclean, m. Kipling, e. Musgrave and m. Mercer-jones date: received: august 2017 / accepted 26-oct-2017; accepted article online: 19-dec-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to evaluate a consecutive cohort of patients following on a laparoscopic ventral mesh rectopexy procedure, the early major complication occurred in three patient who required re-operation, one had rectal perforation and ileostomy formation, one had a small bowel volvulus around the area were the suture was used, and the other had to repaired the site of hernia post-operatively. A cystoscopy was undertaken to remove an ethibond suture which had eroded into the patient¿s bladder.